Manufacturer narrative:
.

Event description:
The customer sent device in for evaluation. During evaluation technician was unable to power up device due to missing optical switch. There was no reported patient involvement.